Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator lock was pulling apart. A field service engineer (fse) found that the smart remote manager had fallen off. The fse powered the unit down, removed it, reinstalled it, and ran diagnostics. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator lock pulled apart and there was physical damage. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.